Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6).an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased calcium results on alinity c processing module for one patient. The results provided were: sid (B)(6) initial=3.6 mg/dl /repeated=9.3 mg/dl there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data of alinity c calcium reagent lot 67582un22.a review of complaints determined that there are no trends for the product for the complaint issue. A review of tickets determined there is as expected complaint activity for lot number 67582un22. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the alinity c calcium assay for lot 67582un22 was identified.

Event description:
The customer observed falsely decreased calcium results on alinity c processing module for one patient. The results provided were: sid (B)(6)initial=3.6 mg/dl /repeated=9.3 mg/dl there was no reported impact to patient management.